Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after approx. 9, 5 months of implantation. The appearance of the breakage surfaces suggested that the origin of the crack was located in the lateral edge of the posterior bridge. The orientation of lines of rest identified that the nail had broken from lateral in medial direction. The residual fracture ¿ indicated by rougher surface - was identified in the medial section of the anterior bridge. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points ¿ found on nail (medial inferior edge), lag screw and locking screws ¿ indicated high axial load application. In lateral area of the webs the highest stress applications (tension) appear during the time of implantation. Most likely the incipient crack was initiated by overlying stress concentrations contributed by high weight (bmi 31) and potentially full weight bearing. From technical point of view the appearance of the bone breakage was nearly unchanged shortly after initial implantation (gap, no medial support) compared to the view showing the broken nail. Thus, it was concluded that the nail had to transfer all loading during the period of implantation and was not relieved by the bone. Additionally, the gap functioned like a joint of 2 lever arms. Referring to available information a more precise statement was not possible from technical point of view. Due to missing further follow-up x-rays a medical review seemed not being reasonable. The nail broke in a fatigue fracture after approx. 9, 5 months of implantation most likely due to overlying stress concentrations contributed by high weight and potentially full weight according to recommendation. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by surgeon of the hospital, that the g3 nail broke.

Event description:
It is reported by surgeon of the hospital, that the g3 nail broke.